Manufacturer narrative:
The referenced device was returned to the service center. The evaluation confirmed there was no image displayed when a 180 series endoscope was connected. A defective patient board set was found. Additionally, the device was running an older software version (upgrade recommended). The device was last serviced via repair on april 12, 2016 for a defective board. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During preparation for use, the evis exera iii video system reportedly had no image when using 180 series endoscopes. No patient injury or harm was reported. Additionally, the customer reported all the 190 series endoscopes work with this particular video system. The 180 series scopes and camera heads were connected to another video system and the customer was able to have a clear image.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, a design change was implemented focused on the board and op-amp circuit design in april 2018. Based on the results of the legal manufacturer's investigation, since the subject was manufactured prior to the design change (see h4), it is likely that only the 180 scopes no longer produce images due to a failure of the op-amp.